Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while doing gardening. Troubleshooting was performed and all vectors showed reproducible noise and very low amplitude. Technical services (ts) reviewed the episode and discussed there is oversensing of t-waves and artifact signals and overall low amplitude. The signal comparison shows the permanent qrs morphology of the patient has changed significantly as there is lower amplitude and signal width change. It was advised to perform x-ray to assess system position and check the medical background. The s-ICD remains in service. No additional adverse patient effects were reported.